Manufacturer narrative:
At the time of this report, mentor has received no information regarding explantation or an expected explantation date. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Since no lot number was provided, no manufacturing record evaluation review could be performed. Reason for device explant and/or reoperation: n/a. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) caucasian female patient who underwent breast augmentation revision with two unspecified mentor saline breast prostheses, suffered the following: a lot of pain in their right breast that traveled down to their arm and elbows, sharp pains that go away when they press on their implants and move it around, capsular contracture that was deforming their breast, hard right implant, in so much pain that they could not wear certain clothing, implant that was pulling her areola area that would itch a lot, learned to be left handed because right had nerve does a spasm, right breast getting deformed over the years and pushing into the center of their body, whole right breast was numb, and zapping feeling when pushing on it. At the time of this report, mentor has received no information regarding explantation or an expected explantation date. This medwatch form is for the left breast prosthesis.